Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Date of event - patient began having issues (B)(6) 2009. To date, no revision procedure has been reported. This report filed (B)(4), 2011.

Event description:
Patient reported to have undergone hip arthroplasty on (B)(6), 2009 and subsequently began experiencing issues approximately two months post-operative. The patient further reports experiencing pain, popping sensation and a feeling of dislocation. Additionally, the patient reports limited movement of the leg. To date, a revision procedure has not been reported. The patient reports that she is considered "high risk" and her regular surgeon is uncertain if revision procedure is an option.